Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was doing a t2-pelvis using verse on a neuromuscular scol; verse screws were placed for l3-pelvis and luque wire were placed from t2-l2. Two 480 mm cobalt chrome pod were cut and bent to fit the construct. When dr (B)(6) was bending the second rod, he used a set of in-situ benders to add a little more bend to the rod. When he was using the in- situ benders he snapped the rod with the benders. A new rod was selected, cut and bent without further issue. No ae to the patient surgery was prolonged less than 5 minutes. Intra-op.

Manufacturer narrative:
(B)(4). Visual examination found that the rod had fracture into two segments. Device was then sent for fracture analysis. The fracture analysis report shows that the rod exhibits two surface morphologies indicating that there was a fatigue fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report notes that the fracture indicated a fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.